Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23jan2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hard knots or lumps surrounding the implant or in the armpit," cyst, pain, and implant exchange due to concern with the product.

Event description:
Patient reports experiencing left side "hard knots or lumps surrounding the implant or in the armpit." Patient additionally reported left side cyst, pain, and implant exchange due to concern with the product. Device remains implanted.

Event description:
Patient reports, experiencing left side "hard knots or lumps surrounding the implant or in the armpit". Patient additionally reported, left side cyst, pain. And implant exchange, due to concern with the product. Device was explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified, wear abrasion, crease fold, deformation and weight to the spec. Cloudy and voids were observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process".